Event description:
It was reported that "in the ICU doctors and nurses inserted arterial catheters into patients. These catheters stopped working. Doctors had to replace the catheters. After insertion of arterial catheters, before 24 hours, there is no signal or the signal is muffled. If a blood sample is required, it is not obtained. The patient is reported as fine post the incident." Associated complaints: 3006425876-2024-00979, 3006425876-2024-00980, 3006425876-2024-00977.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows an arterial catheter in packaging. No obvious defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate , the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "in the ICU doctors and nurses inserted arterial catheters into patients. These catheters stopped working. Doctors had to replace the catheters. After insertion of arterial catheters, before 24 hours, there is no signal or the signal is muffled. If a blood sample is required, it is not obtained. The patient is reported as fine post the incident." Associated complaints: 3006425876-2024-00979, 3006425876-2024-00980, 3006425876-2024-00977 and 3006425876-2024-00978. Additional information: "the device was inserted without ultrasound, very close to the hand."